Event description:
A customer reported a leaking eva 500ml peel pouch container. This condition was noted outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One companion samples was received for evaluation against the reported condition of a leak. The device was visually and functional flow tested and the reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.